Event description:
Patient reported her implant has never worked since it was implanted and has been off for 3 years. Patient stated she doesn't have money to have implantable neurostimulator (ins) remove. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.